Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 and glucose hk gen.3 results for 2 patient samples on a cobas c 503 analytical unit. This medwatch will cover calcium results. Refer to medwatch with a1 patient identifier (B)(6) for information on the glucose results. The customer questioned the initial low results which prompted them to repeat the samples. Sample 1 had an initial calcium result of 3.6 mg/dl and an initial glucose result of 51 mg/dl. The sample was repeated on another c 503 analyzer and the calcium result was 8.68 mg/dl and the glucose result was 115 mg/dl. Sample 2 had an initial calcium result of 3.6 mg/dl. The sample was repeated on another c 503 analyzer and the calcium result was 9.23 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration recovery data provided was within specification. The customer verbally stated that their qc was within specification after multiple failed attempts. The alarm trace did not contain a conspicuous event. The customer performed a sample probe wash and a 21 cup precision test successfully. The field service engineer (fse) evaluated the analyzer and determined it was with specification. The investigation did not identify a product problem. The root cause of the event could not be determined.